Event description:
It was reported that the ventilator was not blowing any air while connected to the pt. The ventilator did not alarm but the remote alarm did sound when the reported problem occurred. The pt was switched to a back-up ventilator. No reported harm to the pt.

Manufacturer narrative:
Conclusions - other: unable to duplicate the original complaint of the ventilator was not blowing any air. During bench testing, the service technician found the dirt build-up on the flow valve poppet and seat which affected the flow and tidal volume (50% below the set values).